Event description:
The patient monitoring central station screen became "snowy", then turned black. The nursing staff on the unit unplugged and plugged the power cable back in, it started working momentarily, then the screen went black and made a very loud popping noise with a burning plastic smell. This resulted in a loss of centralized patient monitoring. Nursing/administrative staff relocated to the centralized telemetry "war room" to resume viewing all patients while the central station was replaced. The manufacturer responded to this event. Ge field engineer has been on-site to evaluate the power supply and begin investigation on root cause. Ge has provided interim loaner central station until the issue is resolved and hospital owned central stations are fixed.